Manufacturer narrative:
Upon evaluation, the components showed signs of surface oxidation, but electrically functioned as intended. The end user reported not wearing the seat belt while operating the motor wheelchair as warned by hoveround's owner's manual.

Event description:
The end user reported while operating the motorized wheelchair on a sidewalk the unit allegedly stopped, and she fell out of the motorized wheel chair. Allegedly, as a result of the incident end user fractured the left femur.